Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that: a newborn baby of (B)(6) days, hospitalized because of his prematurity and insufficient breathing, was ventilated and the expiratory block of the ventilator created a failure of the ventilation. The doctor in charge told that the patient circuit was not the cause of the problem. A screw of the expiratory block was missing. Reportedly the patient suffered hypercapnia and hypoxemia and needed additional medication (dopamine).

Manufacturer narrative:
The basis for the investigation was the sent in expiratory valve. As described in the initial description a small screw was missing. This screw has the function to hold the expiratory nozzle in its position. In case the screw is missing the patient system is not tight anymore. It was not possible to determine the root cause. A missing screw at the expiratory valve will cause a leakage and will be detected during the mandatory device check. During use such leak would be detected by the device and the appropriate alarms would be generated. To maintain the function of all components the device has to be inspected and serviced every 6 months. The missing screw does cause a leakage which will be detected in the mandatory device check.

Event description:
Please see initial report.